Event description:
It is reported that the shim is missing one ball bearing. The bearing was noted as missing after going through the sonic cleaning.

Manufacturer narrative:
Visual inspection of returned tasp shims identified that one ball bearing and associated spring were found missing. The ball bearing was not returned for review. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. There were also some scuff marks centrally located on the proximal surface. Dimensions were found conforming to print specifications where measured. This device is used for treatment. The sales representative did indicate that the hospital does use ultrasonic cleaners to clean their instruments but the details of that process are unknown. An investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. Reference z-1052-2015 for additional details.